Manufacturer narrative:
The investigation into the a/c power issue has been completed. The automated impella controller (aic) was returned for investigation. The cause of ac power issues was due to damaged ac power cord. Biomedical field team did not take image of damage and repaired it. Cord was inspected, and console was tested for electrical safety. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was on automated impella controller (aic) for mechanical circulatory support. While on support, the aic experienced a/c power issues that were resolved by replacing the console. There was no patient harm reported.